Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. While the medical record provided for the patient's (B)(6) 2013 office visit notes left lower abdominal pain, the notes made by the doctor identify a lower left abdominal bruise. Note this is not in vaginal area. No identification of a problem with the davol device used to treat prolapse in 2006. The patient's attorney did not allege a specific device failure. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient was diagnosed with prolapsed vaginal vault, mixed incontinence, pelvic adhesions and underwent an exploratory laparotomy with lysis of adhesions, sacrocolpopexy with implant of a bard/davol flat mesh and birch procedure. On (B)(6) 2013: the patient had an md office visit with complaints of an upper respiratory cough and left lower abd pain. Notes on page made by the doctor identify a lower left abdominal bruise. Note this is not in vaginal area. No identification of a problem with the davol device used to treat prolapse in 2006. Attorney alleges unspecified adverse patient outcomes associated with use of device.